Event description:
Pt is on a ventilator with epoprostenol administrating inline through the ventilator tubing. Syringe pump changed and reprogramed at 1402. The medication volume is 50ml, placed into a 60ml syringe and is to infuse over 6 hrs. The pump was set to infuse at 8ml/hr. Rechecked at 1433, approximately 1/2 the syringe volume(around 30ml)had infused. Two other respiratory therapists were called into the room and verified that pump settings were entered correctly.